Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral antibiotics. The device was explanted (B)(6) 2022 it is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 15, 2022.

Manufacturer narrative:
This report is submitted on october 14, 2022.